Manufacturer narrative:
(B)(4). It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, the patient developed a skin reaction under and around the sensor adhesive. Patient described the skin reaction as red, bumpy and itchy. Patient reported that he has been experiencing skin reaction for one week. Sensor was inserted at abdomen on (B)(6) 2015. Patient used skin tac prior to inserting sensor. Patient noticed skin reaction one day later. Patient contacted his physician for medical advice concerting the skin reaction. Patient was prescribed a topical antibiotic skin cream on (B)(6) 2015. Patient stated that the skin reaction last seven days. At the time of contact, the patient reported his current condition as healthy. No additional event or patient information is available.